Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "internal needle was unable to be removed. There was no harm or health consequences to the patient as a result of the ezio."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance was performed instead of a device history record review, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "internal needle was unable to be removed. There was no harm or health consequences to the patient as a result of the ezio."